Event description:
The following was reported to hamilton medical ag: intellicuff cannot inflate cuff for more than 20 mbar. It is inflating continually but set value cannot be reached and it results in a leak-alarm. This malfunction was noticed during usage. The alarms were observable both visually and through hearing. There is patient involvement reported. There was medical intervention reported. The intellicuff has been exchanged for another one. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4) . Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing. MDR follow-up #1, corrections made in regards to gudid on request of (B)(6) (FDA): section d3: email address added. Section d4: model number added. Section d4: lot number "not applicable" added. Section d4: UDI (di-pi) added section g6: follow-up 1. Section h2: correction box marked. Section h4: manufacturing date added.

Event description:
The following was reported to hamilton medical ag: intellicuff cannot inflate cuff for more than 20 mbar. It is inflating continually but set value cannot be reached and it results in a leak-alarm. This malfunction was noticed during usage. The alarms were observable both visually and through hearing. There is patient involvement reported. There was medical intervention reported. The intellicuff has been exchanged for another one. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.